Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via trail that the index procedure was performed in 2008. Two 3.0 x 15 mm xience v stents were implanted in the distal first obtuse marginal. A 2.5 x 15 mm xience v stent was implanted in the distal rca. After implant of a 3.0 x 8 mm xience v stent in the mid rca, a dissection was noted proximal to the stent implant. A 2.75 x 23 mm xience v stent was used to treat the dissection. All stents were direct stented and no pre-dilatation was performed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the xience IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." It was reported that all of the target lesions were not pre-dilated. It should be noted that the IFU states, "pre-dilate the lesion with a ptca catheter." In this case, it is possible that the direct stenting may have contributed to the dissection. However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.